Manufacturer narrative:
Patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was completed without navigation, they used the ultrasound instead. There was a 20 minute delay. As the issue could not be confirmed or reproduced by the manufacturer representative during the system servicing, the suspected cause was user error/metal interference.

Manufacturer narrative:
Patient information was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the site was having issues with the emitter on the navigation system. The emitter was flashing in and out of tracking as it was flashing red on the screen. The site had re-seated the cable into the electromagnetic localization box. Once moving the cable back and forth, they were able to establish a connection with the electromagnetic localization box. The site requested an emitter replacement. There was no reported delay to the procedure and no impact to patient outcome as a result of this issue.